Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[contaminated tray attune revision general femoral prep znauk0864. Tray had a sterilization tag from previous hospital still in tray. Tray was determined unfit for use, case cxld]." The product was not returned to depuy synthes, however photos were provided for review. See attachment (pic 1). The photo investigation revealed that unk instrument case had confirmed that previous sterilization tag was not removed from tray. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk instrument case would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Can you please provide the product code and lot number of the reported products? B. Was there any adverse consequences/symptoms that affected the patient because of the reported event? -product codes unknown, entire tray as stated in report no adverse event for patient surgery was postponed.

Event description:
Contaminated tray attune revision general femoral prep (B)(6). Tray had a sterilization tag from previous hospital still in tray. Tray was determined unfit for use, the case was cancelled and had to be rescheduled to (B)(6) 2023. Dsi # (B)(4) logged did the event occur during sterile processing? --> yes, did the event occur during field inspection? --> yes.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.